Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device requested witness to sign in. Customer troubleshooted with reboot but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier login failed. The field service engineer (fse) remotely accessed the system and changed the network speed to 100/2 duplex; after a reboot resulted in a failed hardware icon, fse worked with customer to troubleshoot, then visited the site and replaced the communication sled, after which customer tested all drawers and confirmed proper operation. The system functioned as intended after the field service engineer resolved the issue.